Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via email that there was an issue with the sensor. The customer experienced difficulties with the insulin pump finding a signal from the sensor. The customer removed the sensor and stated that the cannula seemed shorter than cannulas on other sensors. The customer's blood glucose was unknown. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.